Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2020-49124. It was reported that the patient's leads migrated. X-rays confirmed the migration. As a result, the leads were explanted and replaced. Surgical intervention resolved the issue.